Manufacturer narrative:
Follow-up #1: date of submission 04/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed pump reboots. The returned battery cap contact measured within specifications, and the battery cap was able to secure onto the pump. The pump powered on with the returned battery cap, and was exercised for 24 hours with no power interruptions or duplicated alarms. The pump was opened and no damage or moisture was found inside the pump. Unrelated to the initial complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.